Event description:
The customer reported a failure to analyze 12 lead ECG. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to analyze 12 lead ECG. There is no reported pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.